Event description:
Patient wife called to report that her husband (B)(6) passed away. He was at the time of death wearing the pump. No death cause was yet been determined. Patients doctor is (B)(6).

Manufacturer narrative:
The retained samples were tested and found to be performing according to product specification. The actual device worn in the incident was not returned, which prevented us from testing and evaluating the device. Should we receive the device, testing and evaluation will be carried out and a follow up MDR will be submitted.